Manufacturer narrative:
The lab has implemented a repeat protocol on all "abnormal" or "unexpected" troponin I results. Sample information was not provided. System check data was not supplied. The customer did not report instrument malfunction. Service was not dispatched; the customer is not questioning instrument performance. A definitive root cause has not been determined. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous positive accutni results generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. The customer was unable to provide the exact number or patients, erroneous results data, or the dates of the events. However, the customer provided one sample initial and rerun results. Patient samples are provided. Unknown if patient treatment was impacted by this event.